Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. The right ventricular lead exhibited high capture threshold and high pacing impedance. Tachy therapy was turned off and the patient would be monitored.